Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 16 mm x 2.75 mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75 x 16 mm promus element stent delivery system was selected to treat the lesion but could not pass because the stent strut was damaged. The physician could not implant the stent with the device and pulled the stent out directly by using delivery system. He did not use the any retrieval device. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was received in two sections as a result of a break in the hypotube. The break was located at 12.6cm distal to the strain relief. Some kinks were present at various locations along the hypotube. An examination of the crimped stent identified no damage. No issues existed with the profile of the crimped stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 16mm x 2.75mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75x16mm promus element stent delivery system was selected to treat the lesion but could not pass because the stent strut was damaged. The physician could not implant the stent with the device and pulled the stent out directly by using delivery system. He did not use the any retrieval device. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.